Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported) injected into the bags to be administered at home for a five day period. The patient was discharged from the hospital the next day. At this time of the report, it was reported that the patient¿s fluid in the bags was clear and was recovered from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested and was not available at this time.